Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Manufacturer narrative:
The patient's test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Relevant retention test strips (lot 397398) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Occuptation ni equals lay user / patient.

Event description:
The initial reporter complained of a questionable high inr result from a coaguchek vantus meter serial number (B)(4) compared to an unknown laboratory method. At 3:10 pm the meter result was 4.0 inr. Within 30 minutes, the patient had a sample collected and tested using an unknown laboratory method with a result of 2.9 inr. The patient's therapeutic range is 2.5 -3.5 inr. The patient was on an antibiotic.